Event description:
Patient reported a pump malfunction. Patient reports changing cassette around 6:20pm and then about 20 minutes later the patient's device was beeping a two-tone continuous sound/alarm with their screen saying to contact your healthcare provider for assistance. Patient changed the batteries for the device and reported there were no occlusions. Pharmacist advised patient to switch to their backup pump to continue infusion. Patient confirmed they were infusing again and backup pump was working. Malfunctioning pump serial number is unknown as not reported. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Intravenous remodulin patient. Did the product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon pt return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.